Event description:
Customer reported hospitalization due to high blood glucose. Customer was found unresponsive and unconscious. The paramedics were called to transport her to the hospital. Customer was experiencing highs for a while. Hospital treated with IV drip. The current blood glucose reading is 315 mg/dl. Customer treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.